Event description:
It was reported that this lead was explanted due to unknown reasons. It is unknow if the lead will return. No additional adverse patient effects were reported.

Manufacturer narrative:
UDI related data quality updates only, this report is being filed as a correction in response to an FDA request. Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information, but it was not available because the lead was explanted and discarded. Because the product is unknown, we are unable to provide the unique identifier (UDI) # and other specific product information.

Event description:
It was reported that this lead was explanted due to unknown reasons. It is unknow if the lead will return. No additional adverse patient effects were reported.